Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. Complaint is confirmed. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A complaint history search was not performed as the packaging design has been remediated. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile packaging was found damaged during stock inspection. There was no patient involvement. Attempts have been made and no further information has been provided.